Event description:
Information received from the field notes dashes (---) for the sensor parameters. The device functioned properly in ddd mode. The patient is not pacemaker dependent and does not need rate modulation. Therefore, the device will remain implanted and monitoring will continue.